Event description:
Pt reported obtaining a blood glucose result of 326 mg/dl, while using the suspect device. Based on this result, pt reportedly scheduled a dr's appointment. Pt indicated that, 25 minutes later, her blood glucose measured 74 mg/dl on the physician's blood glucose monitor. No treatment was received. Pt stated that a pharmacy had performed quality control testing on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.